Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure the image was lost. It was also noted the catheter was not recognized normally and that air was not removed during preparation for flushing. The procedure3 was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.